Event description:
The customer called to report alarms and low battery life. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to verify any alarms due to the blank display.